Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is capsular contracture, baker grade IV. Device evaluation: visual analysis of the returned device identified: two openings curved on the anterior, crease flat and underweight. A microscopic analysis was performed which identified: two striated openings on the anterior. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device has been explanted.